Event description:
The device was removed as the "prosthesis was visible through the left subcornally on shaft of penis". As reported to co, "no signs of infection" were detected; "cultures were taken". Add'l, it was reported that the device was removed and replaced however, the type of device was not provided.